Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic procedure for a small bowel anastomosis, a problem was seen on anvil pulling despite proper dialing. The anvil was turned on and turned off a few times. The physician stated that they experienced the problem about the anastomosis safety. The same issue happened with both devices. A new device was used in order to complete the case. There was no patient injury involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.